Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm npvc needle tip was "black" and observed before puncturing the patient. This occurred on 150 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse prepared to puncture the patient, she found that the tip of the needle was black."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9141586. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted for evaluation; visual observation of the device determined that it was normal and within product specification. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event.

Event description:
It was reported that the intima-ii 20gax1.16in prn slm npvc needle tip was "black" and observed before puncturing the patient. This occurred on 150 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse prepared to puncture the patient, she found that the tip of the needle was black."